Event description:
It was reported via repair work order that the lockout was turned on but not indicated on the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.